Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report both lower and higher than expected vitros phenytoin phyt results were obtained from two different levels of vitros therapeutic drug monitoring (tdm) performance verifier (pv) fluids and higher than expected results were obtained from two different proficiency samples tested on vitros xt7600 integrated system. Vitros tdm pv I lot r9719 vitros phyt results of 12.2 and 12.0 ug/ml versus the expected result of 8.6 ug/ml. Vitros tdm pv iii lot u9721 vitros phyt results of 18.8, 26.0, 24.8, >40.0, 18.6, 23.4, 22.3, >40.0, 19.2, 25.6, >40.0, 22.7, 25.6, >40.0 and >40.0 ug/ml versus the expected result of 32.5 ug/ml. Proficiency sample 2 vitros phyt result of 22.6 ug/ml vs. The expected result of 11.0 ug/ml. Proficiency sample 4 vitros phyt result of>40.0 ug/ml vs. The expected result of 26.9 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were obtained from non-patient quality control and proficiency fluids. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602404.

Manufacturer narrative:
The investigation determined that both lower and higher than expected vitros phenytoin phyt results were obtained from two different levels of vitros therapeutic drug monitoring (tdm) performance verifier (pv) fluids and higher than expected results were obtained from two different proficiency samples tested on vitros xt7600 integrated system. The most likely assignable cause of the event was an instrument related performance issue. Quality control results shifted high and low on the vitros xt7600 integrated system but not on an alternate vitros 4600 chemistry system on site. Acceptable performance was obtained on the vitros xt7600 integrated system after the customer performed the routine maintenance procedures of cleaning the rt/cm incubator evaporation caps and running correction slides and updating the correction factors. Historic quality control results obtained from vitros phyt slide lot 2624-0184-9633 were unacceptable however acceptable results were obtained after the maintenance actions on the analyzer, indicating vitros phyt slide lot 2624-0184-9633 did not likely contribute to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phyt slide lot 2624-0184-9633.